Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Completed: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "the tip of the drill bit was broken off during normal usage of drilling a hole through the appropriate screw hole in the pinnacle acetabular component. All pieces of the drill bit were recovered. Another pinnacle drill bit from the set was used to complete the hole preparation." Surgical delay of two minutes, after which the surgery was successfully completed.